Event description:
Electrocautery was used on a pt with a single chamber unipolar pacemaker during an excision of a left breast carcinoma. The pt became bradycardic and had to have another pacemaker inserted.